Event description:
It was reported that a cartridge alarm occurred, identified as cartridge alarm 20. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer continued using the current pump while tandem technical support arranged for a replacement pump.